Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021, the patient was readmitted for non-central nervous system thromboembolic event (te). A cardiac catheterization was performed and the patient was discharged on (B)(6) 2021.

Event description:
Additional information reported that the original information for this event was incorrect, and that the patient did not develop a thromboembolic event (te).

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. It was initially reported that the patient was admitted on 12oct2021 for a non-central nervous system thromboembolic event (te). Upon admission, a cardiac catheterization was performed which revealed normal venous and arterial pressures and cardiac output. The patient was later discharged on 14oct2021. Information later received stated that the original information for this event was incorrect and the patient did not develop a te. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) serial number (B)(6) the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.